Event description:
The pt reportedly had revision surgery to reposition the device. The pt's cii device remained implanted. Following the surgery, the pt developed skin flap complications (date not given). In march 2005, the pt was seen at the center for evaluation. Testing performed revealed electrodes with out of range impedances. X-rays confirmed extrusion of the electrode array.